Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: review of sterilization and seal strength records did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Other records reviewed: environmental monitoring results. Review of the event code "infection" did not identify any ncs or CAPA associated with this information. With the information collected during the investigation, there is enough evidence to support that device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints , no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported right side infection. The device has been explanted.